Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We were informed of a vitrectomy procedure to manage a capsular rupture that had occurred during a prior surgery by another surgeon using a different device. A vitreous extraction and removal of retained lens fragments were successfully completed using the vitrectome. Following a core vitrectomy, the surgeon proceeded with a peripheral vitrectomy; however, at this stage, the vitrectome ceased cutting and a retinal tear was identified, requiring additional intervention, including prolonged surgical time > 30 minutes, laser treatment, and gas tamponade. Due to the intraoperative complications, no intraocular lens was implanted.